Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer is calling back to perform a high pressure test on the insulin pump. Customer's blood glucose was unknown at the time of the call but was 32 mg/dl 6 days before the call. Troubleshooting found that the high pressure test passed. Customer wanted to discuss some of the taping techniques and troubleshooting advised customer with this information. No further details given.